Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing a low blood glucose (bg) occurrence (66 mg/dl) and had treated with some carbs. Reportedly, the customer believed that the low bg was due to entering too much carbs on the previous bolus. Tandem technical support recommended to consult with their healthcare provider regarding the bg occurrence.